Event description:
Failure to alarm: audible leakage at connection of softport and system is not giving leakage alarm.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f small w / soft port. Smith & nephew received the above reported complaint for leakage at connection of soft port. Although the kit lot number information was provided, no pictures or samples were provided for evaluation. The complaint is deemed inconclusive since without samples or pictures for evaluation showing the defect experienced by the customer; it is very difficult to determine a definitive root cause of the complaint with the information described. The complaint description includes ¿audible leakage at connection of soft port, system is not giving leakage alarm¿. It is not clear with the description provided which connection of soft port the customer is referring to (i.e. Dressing end of soft port or quick click connection). There is no indication that negative pressure therapy was interrupted or that there was no flow of exudate from the wound site to the canister. Possible root causes for leaks may include inconsistencies such as creases, crevices or skin folds within the dressing or leak at the quick click connector due to misaligned o-ring. The soft port design includes the control leak pathway (or clp), which admits air into the top layer of the soft port to be delivered to the wound site to allow for negative pressure to facilitate removal of fluids and exudate. The soft port is tested for leak test assembly and the specification is a leak rate of less than 0.015 liters per minute. If there is a leak that is within the specified limit, the system will not alarm. The results of the complaint investigation were inconclusive as we were unable to determine the cause of the problem reported with the information provided. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.